Manufacturer narrative:
The reported "pump initialize" error was duplicated. The mechanism was disassembled and checked for defects. The outlet cam (upper) valve bearing had come apart causing the valve to improperly operate. The bearing was replaced and the mechanism was reassembled. The console passed all performance and functional testing and was released for use.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history. Medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps console during use. He reported that the console displayed a "low inlet pressure" alarm and "pump initializing resume flow" alarm during the delivery of the initial arrest agent dose while the patient was on bypass. The report stated that attempts to reboot the console were unsuccessful. The perfusionist reported changing out the console for another one and resuming the procedure with no complications to the patient. The console will return to the manufacturer for evaluation.